Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing implantable cardioverter defibrillator (ICD) triggered an alert for out of range pace impedances on this right ventricular (rv) lead. The impedances at implant were 442 ohms and now, the values were less than 200 ohms. Boston scientific technical services (ts) recommended bringing the patient in for further evaluation. At this time, the rv lead and ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that the lead was later surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that the lead was later surgically abandoned due to out of range impedance measurements. The lead had been analyzed to determine there was an issue. No additional adverse patient effects were reported.